Manufacturer narrative:
(B)(4); only event year known: 2020 batch #: unk.

Event description:
It was reported that during an unknown procedure, ¿circular stapler cut, but did not seal.¿ there were no patient consequences.